Manufacturer narrative:
Follow-up #2.the retain test strips have been evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 7:00am. The patient stated that she obtained results of "119 and 103 mg/dl" using the subject meter, both results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The patient manages her diabetes without diabetes medications. The patient took less food/drink during that morning in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "sweating, shaking and drowsy" 2 minutes after the alleged inaccuracy began; however the patient denied that she had received any treatment. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "sweating and shaking" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.